Event description:
It was stated that insulin pump alarmed with motor error, and stopped working. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. No motor error alarm was noted, and the motor passed the motor test. The unit had a scratched lcd window, as well as cracks on the display window corners and reservoir tube lip. In addition, the unit had a broken belt clip slot.